Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is requested to be sent for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility ((B)(4)): pump-flow rate-fast. Too fast diffusion (6h instead 11h).

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 3 used and empty easypump ii lt 270-27-s without packaging. The provided samples were taken to a visual inspection. Damages were not detected. As-received condition the clamp clip was closed at the provided samples. The patient connector was not closed, the original wing cap was not handed over from the customer. Further on, we detected crystallized drug residues and solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the samples. Additionally the pumps were filled with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After opening the clamp clip the pump did work immediately (solution was running) at one of the provided samples. At two provided samples we detected no flow. Leakages were not detected at the samples. Flow rate test: nominal: 10 ml/h actual: sample 1: no flow sample 2: 17.0 ml in 1 h; 32.2 ml in 2 hrs; 180.1 ml in 18 hrs sample 3: no flow leakages were not detected at the provided samples. A fast flow (as described by the customer) could not be determined at the provided sample with flow. Two samples without flow are not within our specifications. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. However, fast flow rate issue and blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.